Manufacturer narrative:
The affected device is not yet returned to the distributor of infutronix.

Event description:
A distributor representative informed infutronix of an administration set leaking issue on (B)(4) 2018. On (B)(4) 2018 the distributor confirmed that "the issue was detected after patient came back to clinic to disconnect. No patient injury." No event date was available. No medication used at the time of the event was available. No other patient information was reported to infutronix.

Event description:
This is a follow-up for the initially filed MDR (3011581906-2018-00023).

Manufacturer narrative:
Infutronix received the evaluation report from the distributor on (B)(6) 2018. The reported leaking issue was confirmed. Dried white substances considered to be 5fu was observed at both the connector site exiting the cassette and the top of connector of the air filter. Water with red food colouring was used to test the set for a specific leaking site and leaking sites were identified at both the connector site exiting the cassette and the air filter entry. The distributor scrapped the affected administration set and did not return it to infutronix for further investigation.